Event description:
It was reported that a user new to the ilet pump experienced hyperglycemia with a blood glucose of 400 mg/dl and diarrhea, and the agent guided a site change due to concern for poor insulin absorption. Symptoms included hyperglycemia and gastrointestinal disturbance. Outcomes included user self-management with troubleshooting and education, without hospitalization or device alarms. Investigation included review of device reports and coaching on infusion site management. Investigation of this case revealed suspicion of infusion site or delivery absorption issue with no device alarm or confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.